Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid radical surgery, while being applied on the sigmoid colon, the device was correctly loaded, but the jaws would not/could not be closed. Another reload was used in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid radical surgery, while being applied on the sigmoid colon, the device was correctly loaded, but the jaws would not/could not be closed. There was no patient injury.